Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) that on (B)(6) 2017 they were experiencing pain at the pocket site as well as shocking when lying down. It was noted the consumer was losing a lot of weight and was down to (B)(6) pounds. The rep. Met with the consumer and helped them use their recharger to see if the device was turned on, but it was confirmed the stimulator was turned off. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that cause of pain at the pocket site was unknown. (B)(6) turned it down and it was painful to even touch. It was shocking and burning hot like it was going to catch patient on fire. Patient could not wear any blue jeans because it hurt to touch. Stimulator was very hot.